Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The evaluation of the vent has not been completed.

Manufacturer narrative:
Puritan-bennett was not authorized to service this vent. The customer replaced the psol valve. It was reported vent passed all testing.